Manufacturer narrative:
The reported event of failure to capture and dislodgement were not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient presented post-implant procedure for leadless pacemaker. Upon interrogation, it was noted that the leadless pacemaker failed to capture. Chest radiography and fluoroscopy indicated that the device had dislodged to the femoral vein. The leadless pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.